Manufacturer narrative:
Date inaccurate, only the month and year are valid. Other applicable components are: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having some issues: they tweaked their back or twisted it the wrong way 4-6 weeks ago and they immediately felt the muscles and ribs in the area of the right lead wire start to hurt/ache. They suspect that the lead became dislodged or moved. They noted that when they turn their stimulation on the left side felt normal but the patient felt pain with stimulation in the right side and could feel the actual lead. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that it was believed that the right-side wire pulled out when the patient twisted. The wire (lead) was not sitting in the same spot, and the stimulation was causing the patient pain and discomfort. The patient is looking to have the stimulator removed. There were no further complications reported or anticipated.